Event description:
A report was received that the pt had a superficial infection at the lead site. The pt's symptom includes seepage at the lead site. The pt was prescribed antibiotics which were expected to resolve the issue.